Event description:
It was reported that the patient required revision surgery due to a fracture. During the procedure, the surgeon removed a 16-inch short stem and replaced it with a long cemented stem, upsized the head, and secured it with cables.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2022-01770; 533-12-048, s800 - bone fracture, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.